Event description:
Customer reportedly received the following results on the compact plus system within ten minutes: 480 mg/dl, 134 mg/dl, 255 mg/dl, 332 mg/dl, lo (less then 10mg/dl), and 269 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.